Event description:
Clinical trial. Same case as MFR# 2134265-2008-00718. It was reported that during a carotid artery stenting procedure, the patient became hypotensive. The patient also experienced anemia post index procedure. The index procedure treated one de novo target lesion. The target lesion was located in the ostium of the left internal carotid artery (lica) with 90% stenosis, 9 mm in length with a reference vessel diameter of 8 mm. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30mm nexstent stent. Following post-dilatation there was 10% residual stenosis. During the index procedure, the patient became hypotensive and was treated with medication. The patient also experienced finger numbness that lasted 10 minutes. The events resolved without residual effects. At 1 day post index procedure, the patient became anemic. She was treated with 2 units of prbcs. The outcome of the event was resolved without residual effects. The patient was discharged 3 days later on aspirin and plavix. In the opinion of the physician, there is a possible relationship between the hypotension/anemia and the filterwire ez system. There is also a possible relationship between these events and the nexstent. There is a probable relationship between these events and the index procedure. The physician reported a possible relationship between the finger numbness and the filterwire ez.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conduced. If there is any further relevant information from that review, a supplemental medwatch will be filed.